Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this ad was performed. The lead damage at electrode end allegation was not confirmed. Visual inspection revealed no damage in lead tip as the lead passed stylet insertion test indicating no block passage of a wire from the terminal through lead tip.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to physical damage at the electrode end. The lv lead was never in service. No adverse patient effects were reported.